Event description:
It was reported that a thrombus occurred. In (B)(6) 2017, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) was implanted with a complete seal. Over two years later the patient resented for cardioversion. A transesophageal echo was performed and a 2cm x 1cm clot was noticed on the face of the device. The patient was placed on blood thinner eliquis 5mg qd and had no signs or symptoms of an ischemic stroke. The patient will have reimaging at a future date.

Manufacturer narrative:
Date of event estimated based on notification date.

Event description:
It was reported that a thrombus occurred. In (B)(6) 2017, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) was implanted with a complete seal. Over two years later the patient resented for cardioversion. A transesophageal echo was performed and a 2cm x 1cm clot was noticed on the face of the device. The patient was placed on blood thinner eliquis 5mg qd and had no signs or symptoms of an ischemic stroke. The patient will have reimaging at a future date.